Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable uv flash transfer sets was identified. A sample of the device was received and is pending evaluation. A batch review was conducted and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. Functional testing identified that it was difficult to tighten a lab titanium adapter to the set. The evaluation confirmed the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and the molding department procedures. Should additional relevant information become available a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had difficulty connecting the transfer set to the titanium adapter for use during dianeal therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.